Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed based on the information received, the cause of the reported removal difficulties and subsequent delay remains unknown.

Event description:
During cardiomems implant procedure, the physician was unable to remove the sheath which caused a delay. The physician could not separate the sheath, wire, and cardiomems devices from each other. During the cardiomems implant, the wire did not have the support to bring the cardiomems sensor to the pulmonary artery. The physician tried to pull the device back through the sheath, but it folded onto itself. The physician determined that the sheath and device could not be safely removed. A significant delay was reported while the physician was deciding an action plan and waiting for vascular surgery to arrive. Vascular surgery was called and they were able to pull the sheath out, but the cmems device remained in the soft tissue. Vascular surgery was able to do a small cut down and removed the cardiomems device. The patient had a perclose in place and that was utilized. Patient remained stable throughout the entire procedure. The patient remained stable throughout the entire procedure. The patient was discharged and not hospitalized following the procedure. There were no post-procedure complications, but the physician reported there to be a significant delay due to deciding the plan of action and waiting for the vascular team to arrive.